Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was found to be within the luer lock connection. Customer's blood glucose level ranged between 115-116 mg/dl. Customer was instructed to prime the tubing to address issue.